Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported that they had an ultrasound and colonoscopy and since then their device stopped working. Patient also reported that the last week or two they have not noticed stimulation and also that they therapy has not worked like trial since implanted and she noticed an increase in frequency. Patient also mentioned that some of their medical test are not being done because of problems with the patient device. No further complications were noted or anticipated.